Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain in my sides / pain in sides/ severe and persistent pain/ pain and suffering') in a female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 6 (live births ((B)(6))), (B)(6) infection, loop electrosurgical excision procedure, blindness, pid pelvic inflammatory disease and vaginitis (B)(6). Concurrent conditions included abdominal pain, vaginal discharge, dyspareunia, menses irregular, anhedonia, crying, sleep disturbance, diarrhea, stomach pain, raised lfts, anemia, (B)(6), anal atypical squamous cells of undetermined significance, anxiety, excessive menstruation, adnexa uteri pain, dysmenorrhea, neck pain, sciatica, headache, piriformis syndrome, lipoma, lumbar radiculopathy, calf pain, somatic dysfunctional symptoms, pap smear abnormal, boil, drug hypersensitivity, axillary abscess and renal cyst nos. Concomitant products included clonazepam (klonopin) and fluoxetine hydrochloride (prozac) for anxiety and depression, gabapentin for back pain and sciatic nerve neuropathy, naproxen for headache as well as methocarbamol (robaxin) and norethisterone (micronor) since 2010. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / prolonged bleeding"), allergy to metals ("allergic to nickel or any other component of essure (different reactions)"), headache ("headaches"), sciatic nerve neuropathy ("sciatic nerve issue"), irritable bowel syndrome ("ibs"), spondylitis ("arthritis in back"), renal cyst ("kidney cyst"), furuncle ("boils under arms"), amnesia ("memory loss") and anxiety ("anxiety /mental anguish"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, headache, sciatic nerve neuropathy, irritable bowel syndrome, spondylitis, depression, renal cyst, furuncle, amnesia, anxiety and fatigue outcome was unknown. The reporter considered allergy to metals, amnesia, anxiety, depression, fatigue, furuncle, genital haemorrhage, headache, irritable bowel syndrome, pelvic pain, renal cyst, sciatic nerve neuropathy and spondylitis to be related to essure. The reporter commented: she have not sought medical treatment for memory loss. She did not claim essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: CT showed a 28 mm left peripelvic renal cyst without obstruction. There are no stones, the rest of the left kidney and the right kidney are unremarkable, no hydronephrosis is seen.. Magnetic resonance imaging - on (B)(6) 2016: left hydronephrosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Reporter added. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2010). On (B)(6) 2019, she explanted essure . Event pelvic pain was updated as serious. Event genital haemorrhage updated as non serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.